Event description:
The customer reported being hospitalized due to high blood glucose above 400mg/dl. The customer stated that her blood glucose reading was 95mg/dl by the time she left the hospital. However, the next day her blood glucose dropped to 33mg/dl and the life squad was called and treated her blood glucose with an insulin drip. Troubleshooting was declined as customer wanted to return the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.